Event description:
Reporter indicated that vns pt was underwent revision surgery due to device extrusion. It was reported that the pt's device was exposed through the skin at the incision site. It was reported that the pt may have "banged" the incision site, possibly causing the extrusion. At first follow-up visit following revision surgery, neurosurgeon aspirated the site as it reportedly appeared swollen. At next follow-up visit, it was reported that the pt had developed a seroma at the generator site. The site was not aspirated at this visit and no antibiotics have been prescribed. There was no redness or tenderness at the site. The pt will be seen in one month for follow-up.